Event description:
The user facility reported that a statseal and tegaderm applied with the tr band on top. 20ml air was in the tr band. A hematoma formed proximal to band. There was no blood loss. Additional information was received on 11apr2024: prior to using the tr band a left heart catheterization was performed. Prior to the hematoma forming 11cc of air was added to the tr band. The tr band did not deflate causing the hematoma. Hematoma was treated by the tr band being reinflated and tr band protocol was restarted. The patient as stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is an excessive amount of pressure was applied at the access site. 20ml of air was injected into the tr band as well as statseal and tegaderm placed at the access site. The tr band instruction for use (IFU) was reviewed, and it states: "warnings: do not inject more than 18ml of air. There is a possibility of damaging the device if this volume is exceeded." Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).